Event description:
After 3 punctures with the needle the user was not able to pull back the needle in the sheath. They had to pull back the scope with the needle advanced out of the tip. Out of the scope they had to remove the needle with a technician because of the 90 degree kink in the tip. The pt did not require any add'l procedures due to this occurrence. The pt did not experience any adverse effects due to this occurrent.

Manufacturer narrative:
This complaint is reportable on the basis of the reporting precedence established for this product family for non-retraction of the needle into the sheath, regardless of the pt outcome. This complaint is related to 1 x echo-hd-22-ebus-o-c device of lot number c1080353. The echo-hd-22-ebus-o-c device involved in this complaint has not been returned for eval. A photograph was provided for eval which showed the severely bent needle sticking out of the scope. With the info provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the photograph and customer testimony. A possible cause of this complaint is that the needle bent during use. The needle can kink/bend due to product handling during the procedure. A needle kin/bend may also be attributed to pt anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. If the needle was kinked/bent during use this could result in preventing the needle from fully retracting into the sheath. As the device was not returned for eval and conditions of device usage cannot be replicated in the laboratory, it is not possible to conclusively determine the root cause of this complaint. As per the notes section in the instructions for use, that accompanies this device, the user is instructed to: "visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use." Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c devices of lot number c1080353 did not reveal any discrepancies which could have contributed to this complaint issue. The pt did not experience any adverse effects due to this occurrence. The risk for this complaint has been assessed and has been determined to be low. Complaints of this nature will continue to be monitored for potential emerging trends.